Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unspecified stent was implanted at the mid right coronary artery (rca), target lesion. A 3.25 x 15 mm nc trek dilatation catheter was advanced for post dilatation, but was unable to cross to the target lesion. The physician noted that the nc trek did not feel normal and did not feel as smooth. The device was removed and it was noted to have a hypotube fracture. The separated segments were easily removed from the patient anatomy. A second 3.25 x 15 mm nc trek was then used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported irregular texture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and shaft separation appear to be related to circumstances of the procedure; however, a conclusive cause for the reported irregular texture could not be determined as it was not confirmed during returned analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.